Manufacturer narrative:
(B)(4) concomitant medical product: nexgen lps femoral component, catalog #: 00599601301, lot #: 62604897. Nexgen lps flex articular surface, catalog #: 00596403010, lot #: 62901893. Zimmer pulsavac plus wound debridement system, catalog #: 00515048200, lot #: 62983639. Stryker erythromycin antibiotic simplex, catalog #: 6196-9-001, lot #: bfw019. Stryker erythromycin antibiotic simplex, catalog #: 6196-9-001, lot #: bfw019. Microaire surgical oscillating saw blade, catalog #: 80020720020, lot #: 0714248342. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00498, 0001822565-2018-02095, 0002648920-2018-00287.

Event description:
It was reported that the patient is suffering from stiffness and constant discomfort in the knee and is not satisfied with the outcome of the initial implantation procedure. There is not a noted revision surgery scheduled at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-rays reviewed by a radiologist indicates generalized zone of lucency surrounds the near entirety of the tibial component. The femoral component seems oversized with respect to the size of the femur. Severe patella baja was noted. Bone quality is poor in the tibial region with wide zones of periprosthetic lucency suggesting loosening and/or infection. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.